Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial (ra) lead was explanted for medical judgement, and returned to the manufacturer. Subsequently, the lead tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.